Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? "The surgeon reports that it was not the first time that the same material had this defect with him.": could you please clarify the below questions? Were these cases previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) - device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle came loose from the thread inside the patient's skin, requiring the use of an x-ray to locate the needle and remove it. The procedure was successfully completed and there were no adverse patient consequences. Additional information has been requested.